Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a lithotripsy procedure in the ureter. During unpacking, it was found that the stent body was fractured. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Correction to block g2: report source (other), and, block h6: device codes. Additional information was received from the complainant on (B)(6) 2025, clarified that the reported issue was, during unpacking, the stent coil was broken. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Based on the review of the information, this event no longer meets reporting criteria.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a lithotripsy procedure in the ureter. During unpacking, it was found that the stent body was fractured. The procedure was completed with another of the same device and there were no patient complications reported.